Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon evaluation, the monitor software was corrupted. The cause of the incoming test failure is the corrupted software. The root cause of the corrupted software cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A united states distributor contacted zoll to report the monitor sn (B)(4) filed incoming functionality testing.